Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a synergy¿ drug-eluting stent, difficulties were encountered while removing the stylet from the stent delivery system (sds). After the stylet and stent protector were removed, it was noted that the stent was not on the sds. The procedure was completed with a 2.5 x 38mm synergy¿ drug-eluting stent. No patient complications were reported.